Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Abbott was notified of this patient's death, however, further information regarding the death is not available.

Event description:
Abbott was notified of this patient's death. The cause of death was a result of a pre-existing seizure disorder. The physician does not allege the sensor or implant procedure caused or contributed to the death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.